Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred after the load process was completed. The customer's blood glucose level was not impacted. The customer reloaded the cartridge.